Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the extract transform load process (etl) was delayed. A technical support specialist (tss) dialed in and found that the etl had stopped, mirroring the stoppage happened the day before. The tss located the relevant knowledge article ¿es 1.7.x & 1.8 - etl stalling during esr purge¿, executed the first query, and restarted the etl, which was then ran every five minutes. The tss informed customer of the resolution, requested for a couple of days of monitoring to ensure stability and sent customer an email with updates, instructing to respond or call with the case number if the issue persisted. After continued monitoring through the application server, the tss confirmed that the etl was running as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server etl process was delayed and report data was not current. The customer stated that there was a delay in the dispensing of medication to patient. There were no adverse events or injuries reported based on this incident.